Manufacturer narrative:
(B)(4). A request has been made to have this device returned to boston scientific crm for analysis. Additional information indicates that per hospital policy, the device was sent to the hospital's pathology department and will likely not be returned to boston scientific crm. No additional information is available at this time. This event will be updated if any additional information becomes available. The device was subsequently returned for testing four years after the initial reported observations. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 62 months of service. The device allegedly declared elective replacement indicator (eri) earlier than expected due to an extended charge time. The device was successfully replaced with a new boston scientific crm device. No adverse patient effects were reported as a result of this observation.